Event description:
Procedure type: according to the reporter: the instrument did not fire. There was no patient injury. There was no extension of surgery time over 30 minutes. There was no re-operation. There was no blood loss of over 500 cc's. There was no tissue loss, tissue damage or reoperation. No device fragment fell into the patient cavity. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).